Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: it was reported that safe clip is not clipping.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 6009055; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2006-04-19. D.4. Medical device lot #: 5103028; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2005-05-13. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-08. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: it was reported that safe clip is not clipping.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: it was reported that safe clip is not clipping.

Manufacturer narrative:
H.6. Investigation: customer returned (1) bd safe clip from lot # 5103028. No samples from lot # 6009055 were returned. Customer states that the safe clip is not clipping. The returned safe clip was tested and was able to function properly without any observed defects. Root cause cannot be determined at this time as the issue is unconfirmed. The DHR was reviewed for both reported lot#'s. It revealed no deviation of the device specifications, product process and packaging specifications, the quality assurance testing procedures, sterilization specifications and customer specifications. All acceptance records demonstrate the device was manufactured in accordance with the device master record. H3 other text : see h.10.